Manufacturer narrative:
The unit was returned for repair and the unit was recalibrated, batter replaced and then tested. It met all specifications after the calibration was completed.

Event description:
Battery meter flashes intermittently while plugged in and fully charged.